Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave pulse field ablation catheter was selected for use. During the procedure, the wire kept getting stuck in farawave catheter, and was unable to advance or pull the wire. A second farawave catheter opened with new wire, but it was difficult to move inside the body, another new wire was opened. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.